Manufacturer narrative:
H10: (h3) the engineering evaluation noted the revision reported in experience c2019-0149 was likely the result of a dislocation. A review of the DHR and/or the sterilization records was not conducted because the event as described does not appear to be related to the design, manufacturing, or reasonably foreseeable misuse of the device. The IFU for total hip systems (700-096-018 rev t) was reviewed. Device specific risks include, but are not limited to fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2019-00105, 1038671-2019-00106, 1038671-2019-00107, and 1038671-2019-00108. The following section(s) have additional info: d4 (UDI number). Section 11: correction(s): (d4) there is no model number for this device. This was entered in error. Please disregard. Section f: f6 and f8 were entered in error. Please disregard. (G1) MDR reporting contact name changed to current post market manager, complaints.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2000. Revision due to dislocation. The surgeon opened the joint in normal fashion. The surgeon noticed that the patient was having issues with dislocating. The surgeon decided to pull out all previously implanted implants. The surgeon used the acudriver with osteotomes to take out the cup and stem. Once everything was removed, the surgeon then worked towards implanting the new implants. Once the surgeon realized that the trials that he had in were the ones that he wanted to implant he told us to open the boxes and the surgeon started preparing the patient for the final implants. The surgeon then implanted the acetabular cup and liner followed by the stem and femoral head. The surgeon then reduced the hip. The surgeon then closed the joint in normal fashion. The patient was stable when leaving the operating room.